Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument failed and snapped, an investigation was completed to determine the cause of this reported event. The force bipolar was analyzed and found to have a broken conductor wire near the proximal clevis. The wires were not exposed, and all pieces of the insulation were present. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding the instrument failure and snapping was confirmed by failure analysis. Additional observations not reported by the site were also observed. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The instrument was also found to have the main tube broken. A piece measuring proximately 0.074¿ x 0.168¿ was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted lysis of adhesions surgical procedure, the force bipolar instrument failed and snapped. A backup instrument was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site clarified that the instrument tip shifted. The tip offset itself and the inner sheath became exposed. There were no fragments. The surgeon was repositioning the instrument tip to regrasp the tissue when the event occurred.